Manufacturer narrative:
Patient identifier not available from the site. Product is class I for us regulations and does not require a 510(k) designation. Part not returned to manufacturer.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the ratcheting small straight handle became damaged when the metal piece on the back of the handle broke off while being hammered. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: lot number provided.

Manufacturer narrative:
(B)(4).